Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2111588. Medical device expiration date: 30-apr-2025. Device manufacture date: 11-may-2022. Medical device lot #: 2055790. Medical device expiration date: 28-feb-2025. Device manufacture date: 17-mar-2022. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 7 bd venflon¿ pro safety catheters each from lots 2111588 and 2111588 leaked blood from the injection port during use. The following information was provided by the initial reporter, translated from polish: "from information obtained from professional medical staff working with the above equipment, the problem relates to blood leakage in the area of the connection between the catheter and the cap (around the insertion site). Due to this defect, we are forced to change the patient's catheter for a new one each time."

Event description:
It was reported that 7 bd venflon¿ pro safety catheters each from lots 2111588 and 2111588 leaked blood from the injection port during use. The following information was provided by the initial reporter, translated from polish: "from information obtained from professional medical staff working with the above equipment, the problem relates to blood leakage in the area of the connection between the catheter and the cap (around the insertion site). Due to this defect, we are forced to change the patient's catheter for a new one each time."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 28-dec-2022. H6: investigation summary: a device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality team's investigation, the root cause of this failure cannot be determined. All samples passed our internal leakage testing, and no abnormalities were observed.